Manufacturer narrative:
Data analysis from the instrument shows that the malfunction was caused by a bias on the reference electrode in the sc, which was quickly built up after installation of the sc. The failing sensor cassette was retrieved from the customer site and is currently being tested in r&d. Once the investigation is completed, the results will be submitted in a f/u report.

Event description:
The analyzer yielded false pt results for blood measurements because of a malfunctioning sensor cassette. A comparison of pt data from this instrument and another abl90 showed a bias of -9 mmol for sodium, -0.1 mmol for calcium, -0.2 mmol for potassium, +0.018 for ph and +7 mmol for chloride.